Event description:
Name of procedure: ni. Event description: today I also heard dr. [Name] has another clip issue at [hospital]. Additional information obtained from [name] (account manager) via phone call with clinical development on 05sep2025: "there was a misfire, they would be able fire a clip and then on the next attempt, the clip wouldn¿t fire" event date is unknown. Intervention: ni. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: ni. Event description: today I also heard dr. [Name] has another clip issue at [hospital]. Additional information obtained from [name] (account manager) via phone call with clinical development on 05sep2025: "there was a misfire, they would be able fire a clip and then on the next attempt, the clip wouldn¿t fire" event date is unknown. Intervention: ni. Patient status: no patient injury indicated.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.